Event description:
New information noted the lead was returned. No explant date or additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, atrial lead exhibited noise. The physician elected to take no action and would continue to monitor the patient. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found that a partial lead was returned in one piece with no evidence of insulation abrasion. Electrical testing that could be performed on the portion received found no indication of conductor fracture. The damage found was sustained during the surgical procedure. The field report of noise problem could not be confirmed.